Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) device exhibited high out of range shock impedance measurements on the right ventricular (rv) channel, measuring greater than 127 ohms. There was no noise observed. Technical services recommended that troubleshooting options. No adverse patient effects were reported. This crt-d device currently remains in service. Additional information received indicated that the patient was seen in the device clinic and the shock impedance was at 92 ohms. The physician decided to continue to monitor going forward. No adverse effects were reported.